Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cervical spine surgery and a reservoir was attached to a drain. The reservoir swelled soon after the drain was indwelled but it did not suction even though the device was used as usual. There were no adverse patient consequences reported.

Manufacturer narrative:
Additional information was requested and the following was obtained: please verify if the reservoir did not drain fluid after 1st activation. -the reservoir did not drain fluid after 1st activation. How long was the device used before the inadequate suction occurred? -the reservoir was swelled soon after drainage was indwelled; however, exact duration was unknown. Was the anti-reflux valve found detached/closed/opened? -no information. Is this a report of an air leakage? -yes or no unknown. Did the end users check to assure that all connections were secure? - yes or no. Was it determined where the leak occurred? - no information. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? - no information. Is the device being returned? Qty to be returned has been entered is 0 while the event description states device is available and with sales rep. - yes, it is being returned. Quantity to be returned is actually 1.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined.